Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the momentum 3 clinical trial (short term, cap, or long term), ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). The approximate age of device: 1 year and 9 months. The investigation confirmed the reported driveline fault alarms via the log file and the alarm was reproduced during analysis. During preliminary testing of the returned system controller, (B)(4), damaged fuse b was observed. The fuse was replaced and the controller was reassembled to continue testing. After being reassembled, the system controller was able to support the pump without issues. The collected event log contained data from (B)(6) 2018. Throughout the log file, driveline power faults were observed along with the controller fault flag, f5 (pwr_b_broken). A burn mark was observed in one of the pins in the driveline bulkhead. The data in the log file, the observed burn mark, and the damaged fuse indicates that the driveline was incorrectly inserted into the controller by 180 degrees, causing the reported controller fault alarms on (B)(4). Reports of similar issues have been documented and a corrective action was initiated to investigate the issue further. The root cause of the reported alarms was analyzed as the driveline being connected incorrectly. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the system controller was exchanged due to driveline faults. Patient was asymptomatic. During investigation of the returned system controller, burn mark and the damaged fuse was found which indicated that the driveline was incorrectly inserted into the controller by 180 degrees causing the reported controller fault alarms no additional information was provided.